Event description:
It was reported the customer experienced low blood glucose. Customer stated their blood glucose declined to 33 mg/dl. The customer was advised to monitor their blood glucose. It was also found the customer was previously experiencing high blood glucose. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.